Event description:
It was reported that the user experienced repeated cartridge leaks despite correct filling and use, and the pump screen was flashing and not holding a charge, raising concern for device malfunction and possible pump damage. Symptoms included no reported adverse clinical effects. Outcomes included product replacement and instructions regarding device setup on the replacement unit. Investigation included troubleshooting and user education. Investigation of this case revealed suspected leakage associated with the cartridge component and a potential pump performance issue affecting display and battery function, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device evaluation.